Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that the cannula of the infusion set was bent. The home care user reported that their blood glucose levels rose due to the interruption in insulin therapy. The home care user reported that they administered manual insulin injections to resolve their high blood glucose. No further adverse effects to user reported.